Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low lipase (lip) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated using different lip reagent lot and high results were obtained and corrected. Patient treatment was not impacted by this event.

Manufacturer narrative:
A replacement reagent was sent to the customer. No additional information is available. Root cause is unknown.